Event description:
The customer reported being hospitalized due to high blood glucose. The customer was experiencing unexplained high glucose for two days. The customer also reported that the batteries in the insulin pump were draining, and the device vibrates and buzzes during the rewind process. The customer declined to troubleshoot at the time as she has not been eating due to the high glucose. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.